Event description:
There was no tip on fiber when removed from package. The fiber was not used on a patient.

Manufacturer narrative:
The fiber was evaluated under a microscope where the fiber core was noted as not uniform and was not flush with the outer fiber buffer. The fiber buffer appeared to have been cut on an angle and was extended beyond the fiber core. The core below the buffer was not straight, nor jagged yet it was angled slightly consistent with the direction of the angled cut to the fiber buffer. The fiber core did have a small mirror pattern consistent with a high stress break; however, a hackle pattern on the fiber core could not be confirmed. The fiber on the was connected to a test laser where it exhibited an unclear pilot beam was found to transmit laser energy within dornier power specifications. The fiber was bent around the designated 270 um test fixture and passed the mechanical bend radius test. The customer stated the fiber was noted to have no tip when removed from the package. During fiber examination, the fiber tip was confirmed to be manually broken off through what was likely a high stress break. Examination of the break indicates that the tip was likely broken off due to rapid impact with a foreign object prior to use. Each fiber at dmta is power tested to meet dornier power specifications which requires each fiber to have a conforming tip present. Manufacturing records indicated that fibers within this lot which were packaged for sale, were all 100% power tested. As such, this fiber had a conforming tip upon final packaging at dmta. While it remains unknown why the fiber had a broken tip when removed from the package, it has been hypothesized that the fiber tip was likely broken upon removal of the fiber from the protective rigid tubing immediately prior to use. The presence of a pilot beam with successful laser energy transmission indicates that this fiber was capable of function as intended.